Event description:
On 3/22/99 notice received from the manufacturer. On 1/15/99 a permanent dual-chamber pacemaker was transvenously inserted. On 1/20/99 the patient reported dizziness and was rehospitalized for monitoring. Following repositioning of the pacemaker, the impedence values were too high. On 1/27/99 the pacemaker was replaced due to a malfunctioning lead and bad v set screw which had an apparent fracture. The patient was discharged without complications and has had no additional problems. Note: during hospitalization, the patient left on passes due to a death in his family. His hospital stay was therefore extended.